Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2014 with the following findings: during testing, the display screen was found to be discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and cover. The returned battery and cartridge caps were used to complete all testing.